Manufacturer narrative:
Patient age, gender and weight not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tap for the cardan joint reportedly broke after a couple of turns which prevented the screws from being inserted during a posterior cervical fusion (pcf) and occcipito-cervical (oc) fusion. As there was no angled drill with the oc fusion set, a drill hole was started and then the tap was used. The surgery was completed with a non-synthes system. There was reportedly a thirty (30) minute surgical delay, however there was no patient harm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 29. April 2016, email received 14. April 16. The reporter advised that the piece of tap was removed from the patient. No further information is available for this case. They are still following up on product return and will keep us posted of any further updates.